Event description:
Surgeons had two anchors break off at the eyelet in a patient's shoulder. They were "partially retrieved" and the case finished with a competitor's product. It was reported that the surgeon dilated the site prior to insertion and utilized the ao-2 finger technique. The size of the dilator used is unknown. No significant (>40 minutes) delay was experienced and no patient injury resulted.